Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be performed because no serial number was provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump didn't deliver overnight, which resulted in the patient having to go to the hospital. Mmdg attempted to follow up with the initial reporter multiple times to obtain additional information, but those attempts were unsuccessful. (B)(4).